Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the patient had a surgical evacuation of a subdural hematoma. The patient was experiencing lethargy; the healthcare provider (hcp) reported that the dbs therapy was turned off. The patient was full implanted about two months ago on (B)(6) 2024. It was unknown if the issue was resolved. No other information was provided.